Manufacturer narrative:
The product in complaint was returned to zoll circulation on (B)(4) 2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that during patient use, the autopulse platform displayed the following error codes: error code 23 - compression will exceed 3 revolutions, error code 56 and error code 59. Customer does not have any patient information. No adverse patient sequelae was reported. Manufacturer requested additional information on (B)(4) 2013; however, no additional information has been obtained.

Manufacturer narrative:
Investigation results for the returned autopulse platform as follows: user advisory 56 and 59 were not seen in the archive file but user advisory 23 (compression will exceed 3 revolutions) was noted, thereby confirming the reported problem. However, service was not able to replicate the user advisory 23 when testing the platform. The platform passed final test.